Manufacturer narrative:
(B)(4).

Event description:
During index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the distal sfa of the right leg. Approximately 10 months post index procedure the patient expired.